Event description:
A philips bench technician reported that the battery pca of the heartstart mrx had bent pins. No failures were associated with this issue. There is no indication of patient involvement.